Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Additionally, the customer reported that bolus delivery speed was intermittently inconsistent. Customer's blood glucose (bg) was 31 mg/dl. The customer consumed carbohydrates and juice to address bg level. During troubleshooting with tandem technical support, it was determined that the pump delivered insulin as intended, however, the customer maintained that the pump did not deliver insulin as intended. Reportedly the customer continued to use the pump for insulin therapy.